Manufacturer narrative:
Lot number not provided. Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. In the event the samples are returned for evaluation, the complaint will be reopened for additional investigation. (B)(4).

Event description:
It was reported that during a rotator cuff procedure using a polymer, ear, nose and throat, synthetic, absorbable, that the awl/dilator broke in the patient. The doctor left the piece in, and put a healicoil over the piece. It was also reported that the dr. Was having a hard time getting the awl/dilator to go into the bone, so it was tapped fairly hard with a mallet. The dr. Was not able to dilate, and when he removed the dilator he noticed just the tip was broken off and remains in the patient. Patient is doing fine. There are no x-rays or pictures of this. There was probably only a 5 minute delay. (B)(4).